Manufacturer narrative:
Patient weight is unknown. (B)(4) exact date unknown; reported as approximately two months prior to the explant date of (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a revision surgery on (B)(6) 2016 of a right trochanteric fixation nail advanced (tfna) originally performed approximately two (2) months ago. It was reported that the blade moves superiorly in the head of the femur. The revision was secondary to blade cut out and was converted to a total hip arthroplasty. There was no surgical delay, the surgery was successfully completed. The patient status/outcome was reported as well. This is report 1 of 2 for (B)(4).